Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm 3 weeks ago. The iliac artery was severely calcified. It was reported that the main device which was an aorto-uni-iliac and an iliac extension limb were successfully implanted. There was necessity for an add'l extension iliac limb; however, once contrast was injected, there was a jet of contrast seen coming from the middle portion of this last stent graft. This area has significant calcification and there appeared to be a hole in the graft which was confirmed by balloon inflation in that area. The decision was made to implant another MFR's graft; however, it was reported the pt expired due to a massive hemorrhage. The physician confirmed that this event cannot be attributed to the device as the general condition of this pt was bad. The stent graft was explanted; however, it has not been returned for eval. No add'l info was provided. Please note that this model number ixw1812c140ax is not distributed in the united states; however, it is similar to a device marketed in the united states.